Event description:
It was reported that merlin.net alerted hospital that the patient's device was dead. Patient received vibratory alert from ICD. Interrogation of the device indicated the device was past eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.